Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the 30-degree endoscope plus exhibited "mirror image". The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: according to the operating room nurses involved, the image appeared mirrored; the error could not be resolved by any action taken. A replacement optical unit was used to enable the completion of the surgery.